Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. There was no reported patient or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with damaged bearings, which were replaced along with the nose cone and other components. Service did a clean, lube, and adjust to the device, and the handpiece was repaired and returned to the customer.